Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to moisture on force sensor resistor. Unable to test for prime/compromised force sensor system test, occlusion test, and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, scratched reservoir tube window, and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error twice. The customer was able to clear the first motor error and no deliver alarms he received. He changed the infusion set and there was blood in the tubing. As a result the insulin pump was not delivering insulin. Customer's blood glucose level was 270 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.